Manufacturer narrative:
Investigation is still ongoing. Device remains implanted in the patient.

Event description:
As reported by the edwards sales representative, the sapien 3 valve failed. A valve in vale was performed to retreat the valve. However, no details on malfunction of the valve and why the patient got another one was provided.

Manufacturer narrative:
Investigation is still ongoing. Device remains implanted in the patient.

Event description:
As reported by the edwards sales representative, the sapien 3 valve failed. A valve in vale was performed to retreat the valve. However, no details on malfunction of the valve and why the patient got another one was provided.

Manufacturer narrative:
The following report fields have been updated due to additional information received: the edwards sapien 3 transcatheter (9600tfx) valve was not returned for evaluation. A review of device history record (DHR) work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Since there is no evidence of actual or potential product non-conformance contributed to the complaint, a lot history review is not required. No imagery was returned. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling/instructions for use (IFU) for commander delivery system with sapien3/sapien3 ultra, (IFU, us) was reviewed. Per the warnings/precautions: accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Additional potential risks associated with the use of the thv, delivery system, and/or accessories include non-emergent reoperation. No IFU/training deficiencies were identified. Per the instructions for use (IFU), non-emergent reoperation is listed as one of the potential risks associated with the device and tavr procedure. As reported, "the s3 valve failed. A valve in valve was performed to retreat the valve. However, no details on malfunction of the valve and why the patient got another was provided." Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. The complaint for "post-implantation - valve requires intervention - unknown mechanism of failure" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. No edwards defects were identified, no corrective or preventative actions are required. Valve in valve is performed as an intervention for severe or clinically significant paravalvular leak (pvl), central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. The complaint for "post-implantation - valve requires intervention - unknown mechanism of failure" was unable to be confirmed. No potential manufacturing non-conformances were identified during the evaluation. Due to insufficient information, a definitive root cause was unable to be determined. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.